Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd display. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.